Event description:
No sample or picture was available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. A tubing set problem (tsp) alarm is triggered by the lvp if it thinks there is an issue with the administration set. Potential root cause could be related to a leak located at the cassette diaphram due to a possible diaphram misplacement or improper welding during the manufacturing process. The current process controls detection includes 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode and 2) quality sampling for final physical testing, for performing a flow and underwater leak tests.

Manufacturer narrative:
N/a

Event description:
The following has been reported: pump issues for review: no injuries or therapy interruptions reported. Tubing set problems on sept 12 and 13. 01 oct 2024 - discussion with r & d and vigilance determined that the pump passed the test infusion with a different set (and no ipc grommet pump problem showed up), the prelim should be re-categorized as a set failure due with a tubing set error (ipc connection leak failure); product affected updated and reassigned to haina. A review of the logs show a tubing set error (ipc connection leak failure. This is potenially related to a leak locaed in the cassette diaphragm a preliminary review of the logs identified the following issue: tubing set error (ipc connection leak failure) an active infusion was unknown. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The set was returned for evaluation. The following evaluation steps were performed: 1) 1. Visual inspection, 2) installed the admin set on ivenix infusion system machine and ran the primary bolus prime and secondary prime, 3) underwater leak test. During evaluation, the following observations were made: no defects were observed at the samples returned during the visual inspection as per the applicable drawing. Ran primary line infusion and alarm "tubing set problem" was replicated one time. Admin set was tested twice and in the second time it passed successfully and was tested with a set rate of 1000ml/hr and set volume of 10ml and primary line was connected to a saline solution bag. A saline solution bag was connected to the secondary port and line infusion passed successfully. Secondary line was tested with a set rate of 1000ml/hr and volume rate of 10ml. Secondary prime was performed with new bd syringe 5 ml and the secondary line infusion passed successfully. Secondary line was tested with a set rate of 1000ml/hr and volume rate of 2 ml. No leak or other defects were evidenced during the priming process. An underwater leak test was performed based on wi-qa-006564 [a] and no leak or air bubbles were observed. The customer complaint is confirmed by the alarm "tubing set problem being replicated" during the first priming attempt; however, it was not confirmed a leak or any other in the admin set. A root cause was not determined. Disposable failures were not identified that would have created the reported defect. No admin set defects were found during sample evaluation. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode and 2) quality sampling for final physical testing, for performing a flow and underwater leak tests.